Manufacturer narrative:
(B)(4). Date sent: 11/8/2022. D4: batch # x9504e. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device was received with the push pull rod broken; making the instrument non-functional. The device was disassembled and the suture was found cut. The suture was still attached to the device and the bag was not returned. Possible cause of the finding is the application of external excessive force over the device that causes the push pull rod become broken; however, no conclusion could be reached as to how this damage occurred. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. User facility, user facility report number: 2000330000-2022-8055. Additional information was requested and the following was obtained: "were there any patient consequence related to this event? If yes please describe. No." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
See attached user facility medwatch.